Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss of therapy. She was going to the bathroom 20-25 times per night. There was blood in her urine but it had gotten better. The implantable neurostimulator moved inside of her body and caught on her bed sheets. The patient reportedly fell and this could be related to the issue. The patient adjusted the settings but it did not help her symptoms. It was noted that the patient had a steroid shot on both hips bursa sac and when she had her first shot her leg went numb. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.